Manufacturer narrative:
On september 18, 2020, mentor became aware that date of surgery was (B)(6) 2020. Hence, explantation date under field d7 has been updated to "(B)(6) 2020" on this form. Rupture was found only on left side, and left side device was replaced. Mentor also became aware that devices were discarded. Hence, field h6 for method code has been updated to "device discarded" on this form. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 1, 2020, photo evaluation was completed. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received as it was discarded, the device could not be analyzed according to the procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that incorrect country code under field e1 was inadvertently submitted under the initial submission as "ca". It has been corrected to "USA" on this form manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 31, 2020, mentor became aware that incorrect device code under field h6 was inadvertently submitted under the initial report as "adverse event'. It has been corrected on this report to "material rupture" on this form. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii / IV, and breast implant rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient with an unknown age underwent revision breast augmentation with a 400cc mentor memorygel breast implant on the left side and with 350cc mentor memorygel breast implant on the right side and experienced bilateral capsular contracture; baker grade iii / IV, and bilateral breast implant rupture postoperatively. As a result, the devices were explanted on (B)(6) 2020. This report is for the patient¿s left-sided device.